Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was black adhesive on the distal tip of the subject device which was coming off as the device was being wiped. Also, green matter was found under the control handle knob. The reported issue was observed during magnified inspection of the subject device. Reportedly, the subject device was not used on a patient or in a procedure. There was no report of patient or user injury due to the event. This report is being submitted for foreign material.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foreign material in device) was confirmed. It was observed that excessive adhesive from the bending section cover and the control body came off which was found at the forceps channel opening. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.